Event description:
Subsequent to the previous medwatch report filed, additional information was received: on (B)(6) 2014, the patient was noted to have recurrent mitral regurgitation. On (B)(6) 2014, the patient underwent a mitral valve repair and tricuspid valve repair with a ring procedure and a maze procedure to treat the recurrent mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database identified no previous incidents reported for single leaflet device attachment (incomplete coaptation) from this lot. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. There is no indication that the manufacture of the device contributed to the reported event. With respect to the patient conditions, procedural conditions and/or user technique, slda may be influenced by difficulties with visualization during the procedure or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that the patient underwent mitral valve replacement surgery due to a non-functioning mitral valve which resulted in worsening mitral regurgitation (mr). In this case, the reported patient effect of worsening mr is likely a cascading effect of the slda clips and worsening state of the mitral valve. The patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical procedure were a result of case-specific circumstances, as it was reported that the patient underwent valve replacement surgery. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from the leaflet 4 years post procedure requiring valve replacement. It was reported that on (B)(6) 2009, the patient, with degenerative mitral regurgitation (mr), underwent a procedure with implantation of two mitraclips, reducing the mr grade from 4+ to 1+. In (B)(6) 2014, the patient underwent elective oral surgery and had a bleeding event. An echocardiogram revealed detached clips and a non-functioning mitral valve which was replaced in (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). The clip will not return. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: actual date.

Manufacturer narrative:
(B)(4). Additional information received reported that a pre-surgical transesophageal echocardiogram noted that the mitraclips were attached to the leaflets; the clips were not detached from the leaflet (no single leaflet device attachment occurred), as initially reported. Per study physician, the mitral regurgitation was not related to the study device or study procedure, but is related to disease progression. There was no reported device malfunction. Based on the information reviewed, the reported recurrent mitral regurgitation appears to be related to patient morphology/pathology (disease progression). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: the pre-surgical transesophageal echocardiogram confirmed that the mitraclips were attached to both leaflets. The clips were not detached from the leaflets as previously reported. Per study physician, the recurrent mitral regurgitation was not related to the study device or study procedure but was related to disease progression. No additional information was provided.